Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31459, 1627487-2020-31461. It was reported the patient was diagnosed with a mrsa infection and fluid build up at the ipg and lead incision sites. As a result, surgical intervention was undertaken wherein the entire system was explanted. Later, the patient was discharged and was prescribed oral antibiotics.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.